Event description:
It was later reported that on (B)(6) 2013 the impedances were checked since the car accident. All of the impedances were normal. She has had some intermittent stimulation since implant. She was sent a new recharger.

Event description:
The patient was in a car accident on (B)(6) 2013 and since then she has been unable to communicate with the ins using her recharger. She charged her ins to 75% full the day before the accident. A different recharger was going to be used it see if this was a recharger issue. The ins may be flipped. The antenna locate feature was performed and received a low number of 40 and high number of 74 but still could not communicate using the recharger. Upon palpation of the pocket, the pocket appeared to be nice and tight. The ins did seem to be slightly tilted but it has been like that since implant. Following the accident she had a bruise over the ins and it was tender, it was now healed. Since the accident, she has experienced a twinging sensation in the ins area with stimulation on or off. The stimulation appeared to cut on/off which appeared to be positional. Programming adjustments were made and the orientation was redone which seemed to have resolved these concerns. It was confirmed that a different recharger was used and coupling bars were obtained. When the device was reprogrammed, her same settings were used to check impedances and to perform the antenna locate feature. It was clarified that she had some positional changes that felt like stimulation coming on and off when she arched or straightened her back. Additional information has been requested.

Event description:
It was further reported that the patient was having difficulty recharging. It was noted that the patient saw a no communication screen. It was reported that the patient was seeing the ¿antenna with a plus sign and then a finder, a hand pointing¿.

Manufacturer narrative:
Product ID: 37746, serial# (B)(4), product type: programmer. Patient product ID: 97791, lot# n357937, implanted: (B)(6) 2012, product type: accessory. Product ID: 3778-60, serial# (B)(4), implanted: (B)(6) 2012, product type: lead. Product ID: 3778-60, serial# (B)(4), implanted: (B)(6) 2012, product type: lead. Product ID: 37754, serial# (B)(4), product type: recharger.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4).